Event description:
Boston scientific received information that the patient with this pacemaker had cataract surgery. Post-procedure the patient was on telemetry monitoring and began pacing at the maximum sensor rate. It was reported that the minute ventilation activity sensor feature was on for this device. The anesthesiologist consulted with the field representative and a magnet was applied to the device and that broke the upper rate pacing. The patient was changed to a different telemetry monitor and no further issues were observed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.